Event description:
A caller reported that the insulin gauge displayed an amount different from what was expected, with a discrepancy greater than 30 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge, and cts assisted by guiding through the pump, addressing a low alert, and providing advice on managing a low battery. Follow-up confirmed that daily charging was successful, although logs were not immediately uploaded.